Event description:
Reported a few patients that repeatedly test false positive for sars. The number of patients, their symptomatic/asymptomatic statuses, and the number of false positives were not provided. The customer communicated the result was confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.